Event description:
Healthcare professional reported left-side rupture. Later, two other healthcare professionals reported left-side right as well. Device remains implanted.

Manufacturer narrative:
Initial reporter name and address: zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the radius side assessed as surgical impact opening. (Shell thickness was within specification) additional observations: no penetrating nick(stress mark) observed on the device. Crease fold observed. No further actions are required as the device was implanted.

Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h3, and h6.